Event description:
It was reported that the ventricular lead exhibited greater than 7.5 v capture threshold in the bipolar configuration. At implant, the bipolar capture threshold was 0.5 v. The ventricular polarity was changed to the unipolar configuration, and the lead would be monitored.

Manufacturer narrative:
Na